Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.